Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was in the 500 mg/dl range. The customer treated via manual insulin injection. Due to over-treating for the high blood glucose, the customer's blood glucose dropped to 37 mg/dl. The customer treated with food. Troubleshooting was declined for the high blood glucose due to a bent infusion set cannula. The insulin pump was not returned for analysis.